Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was 5 mg/ml dilaudid (hydromorphone) at 0.9005 mg/day. She has dilaudid in the pump due to a pre-existing history of not being able to "come off" of morphine out of surgery. The reason for use was non-malignant pain. It was reported that the patient¿s doctor keeps upping her dose and she is not getting any pain relief. She has severe pain, and her pain level started out at a 10 and has not improved beyond a 7-8 since getting the pump implanted ((B)(6) 2018). The patient is wondering how her pump dose compares to her dose she received during the trial because she had much better pain relief during the trial than she has had with the implant. They believe her dilaudid dose during the trial was 2mg and currently it is 0.9005 mg/day. They are confused about this because her doctor told her she is currently getting a higher dose of medication than what she got during the trial. Her doctor has doubled her dose and she still doesn't get adequate pain relief, however she does get some improvement following a bolus. Her doctor is ordering a dye study to check if her catheter is kinked. The situation is being addressed by the healthcare professional (hcp). The patient was encouraged to continue discussing her concerns with the managing hcp, as he will be in the best position to discuss trial dosing versus current dosing. The dye study has not been scheduled yet but she is working with the doctor's nurse to get insurance approval and it will most likely take place before her refill next tuesday ((B)(6) 2019). Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep) on (B)(6) 2019 indicated the catheter was replaced on (B)(6) 2019 and would not be returned as the customer discarded. It was reported the hcp recently did a dye study and it was unsuccessful. On (B)(6) 2019 the physician was still unable to successfully aspirate the catheter. The old catheter was removed and replaced with a new catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It asked but unknown when the event/difficulty occurred. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reasons). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated the patient called on (B)(6) 2019 to get in touch with the doctor. It was noted the patient started running a temperature on (B)(6) 2019 and the doctor¿s office was supposed to call in an antibiotic and the pharmacy had not received it. The doctor was notified of the situation and responded with a return text saying he had contacted the patient about the antibiotics. No further complications were reported.